Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked during the flu vaccine administration. The following information was provided by the initial reporter: "customer is having intermittent issues with a bd safety glide needle: they aren¿t able to draw anything into a syringe with this needle (including air) and they are not able to push any medication through the needle... They tried the needles on prefilled flu vaccine syringes and other syringes to see if the issue was with the syringe and the issue is consistent with the needle on any syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 28-oct-2022. H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, three hundred and ninety-four samples were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventy-three samples expelled the solution with a normal flow. Seven samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2024138. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked during the flu vaccine administration. The following information was provided by the initial reporter: "customer is having intermittent issues with a bd safety glide needle: they aren¿t able to draw anything into a syringe with this needle (including air) and they are not able to push any medication through the needle. They tried the needles on prefilled flu vaccine syringes and other syringes to see if the issue was with the syringe and the issue is consistent with the needle on any syringe."